Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient experienced peritonitis. The cause of the peritonitis was unknown. The nurse did not think it was due to a break in aseptic technique. On (B)(6) 2010, the patient was hospitalized due to the peritonitis. Treatment information was not provided. Dianeal therapy was ongoing. The patient was recovering. On (B)(6) 2010, the patient was discharged from the hospital. The patient's concomitant medications were not reported. According to the nurse, the event of bacterial peritonitis with (B)(6) was not related to dianeal pd4 therapy.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. As the tissue pad is no longer attached to the clamp arm, further functionally testing could not be performed.

Event description:
It was reported that during an oesophagectomy procedure, the surgeon was removing the specimen and saw that the inactive plastic pad had come off into the specimen. Unknown how case was completed. There were no adverse consequences for the patient.